Event description:
Complainant alleged that a 12 lead acquisition was performed on a male pt (age unknown). The medic then electronically transmitted the 12 lead acquisition to the hosp. Upon further review of the faxed 12 lead acquisition, it appeared that the two records were not identical. Follow up with the attending medic confirmed that the electronic transmit submitted a previous pt's 12 lead acquisition. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.